Manufacturer narrative:
Upon follow up, it was reported the peritonitis was manifested by cloudy pd fluid. The patient did not break aseptic technique. The same day as onset, the patient was hospitalized for the event (previously date not reported). The same day (date previously not reported), the patient began treatment with intraperitoneal injections of reflin and forum both given once daily for 14 days. Three days after the event onset, the patient was recovered from this peritonitis event and was discharged from the hospital. Dianeal therapy was ongoing (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. On an unreported date, the patient was hospitalized due to the peritonitis. On an unreported date, the patient began treatment for the peritonitis with reflin and fortum (1 gm each, frequencies and routes of administration were not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.